Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018. The customer blood glucose level was 598 mg/dl at the time of incident and the current blood glucose level was 288 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip and insulin pump for high blood glucose level. The customer stated that the infusion sets had not been sticking and it had a chronic issue. The device will not be returned for analysis.